Manufacturer narrative:
One 9x25 mm biorci-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. The first distal thread was cracked. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. With the limited clinical details provided regarding graft type, graft size, tunnel size and site preparation no root cause can be determined.

Event description:
It was reported that during an acl reconstruction arthroscopic surgery, while tibial fixation when the surgeon was twisting, found the front-end of the screw broken. A backup biosure ha product was used to complete the surgery, there was a 5 minutes delay. No patient injury